Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to stress on (B)(6) 2026. The high blood glucose persisted for more than 4 hours and was treated with insulin via the pump. No further information available.